Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was successfully implanted. Approximately an hour after implant, there was pacing inhibition (with no asystole greater than two seconds) due to oversensing of noise on the right ventricular (rv) lead. Due to the pacing inhibition, pause dependent polymorphic ventricular tachycardia was observed which self-terminated after approximately ten beats. Also, the noise and oversensing resulted in an inappropriate shock being delivered. The noise was unable to be reproduced. Information was sent to boston scientific technical services (ts) for review, and it appeared to have a similar appearance as air bubbles, and the nature of air bubbles was discussed along with potential evaluation options. The cause of a larger isolated spikes on the rv rate/sense channel was unknown. The information was discussed with the physician and the physician chose to replace the system due to the patient's pacemaker dependency. During the replacement the physician tapped on the generator, while it was out of the pocket, and saw noise on the lead channels and thought that was the problem. Ts discussed that with the generator out of the pocket one could see noise when tapping on a live device. This system was explanted and a new generator and rv lead were implanted; no issues have been noted with the new system. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.